Event description:
A pharmacist reported that the implants did not have haptics and there was no impact to the patient. Additional information was received and it states that the defect identified during intraoperative surgery. During implant preparation prior to intraocular injection noticed that back haptics broken.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.